Event description:
It was reported that the customer received a motor error alarm while giving himself a bolus. The customer's blood glucose was 360 mg/dl. The customer stated that there was insulin in the reservoir area, and that this may have caused the motor error. Troubleshooting was done. The customer was unable to complete the rewind sequence. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The rewind function responded properly during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.